Event description:
The customer contact reported the device door roller was broken. The device was return to the biomedical dept for a report of broken cassette door, broken roller, and front case enclosure broken. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.